Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that he was operating on a (B)(6) old male with a fracture 4 cm below lesser trochanter and the patient was placed in lateral position. He further reported that he followed steps as per operation technique of checking alignment of nail against the targeting arm before implantation into the patient and that the positions of screws, in opinion of the surgeon, were too superior and posterior. He has requested that the instruments are sent back for inspection.

Manufacturer narrative:
The evaluation revealed the t2 recon target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no visual, functional or manufacturing related issues were found; the provided target device passed the functional inspection within specification. All nail holes (recon mode and antegrade mode) were passed by sample drills without nail contact. Visual damages were not observed. The reported misdrilling was not reproducible; therefore the root cause could not be determined. Intra-operative misdrilling can have several reasons, i.e.: deflected k-wires, wrong assembled nail to the target device, drilling without drill sleeves / k-wire sleeves, usage of blunt or damaged drills / k-wires. All these potential root causes are addressed in the IFU and operative technique. Due to the facts that the provided target device was found fully functional and the device was in use for approx. 5 years the case was most likely caused by a user error. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The surgeon reported that he was operating on a (B)(6) year old male with a fracture 4cm below lesser trochanter and the patient was placed in lateral position. He further reported that he followed steps as per operation technique of checking alignment of nail against the targeting arm before implantation into the patient and that the positions of screws, in opinion of the surgeon, were too superior and posterior. He has requested that the instruments are sent back for inspection.